Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported during set up for the second shift of the day a saline bag began filling during recirculation. The technician confirmed the drain line and height were within specification and there were no drain line obstructions. The technician also confirmed the air separator was replaced and the unit was back in service.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation per the biomedical technician, the air separator was replaced and the unit put back into service field service investigation was not performed and no parts were returned for failure analysis investigation. The reported issue of "filling of saline bag" was addressed by CAPA. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification.